Event description:
It was reported that on (B)(6) 2007, the patient underwent a transforaminal lumbar interbody fusion at l4-5 where an interbody was packed with rhbmp-2/acs and implanted. Post-operatively, the patient developed pain radiating into her legs. This prevents her from performing basic activities of daily living. It is reported the patient has developed excess bone growth and impingement on the nerve roots and the spinal cord.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient presented with pre-op diagnosis: l4-5 spondylosis; l4-5 stenosis; radiculopathy; and underwent following procedure: left l4-5 minimally invasive transforaminal lumbar interbody fusion (tlif); l4-5 minimally invasive pedicel screw fixation ;peek graft; operating microscope; fluoroscope; bmp sponge . As per op notes: ".. A 22 x 10 mm graft was loosely filled with a small piece of rhbmp-2 sponge.. Again, the disc space was debrided several pieces of rhbmp-2 sponge were places in the disc space and a small piece was placed loosely in the 10 x 22mm spacer .. No complications were reported.."